Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed the earth ground resistance test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during evaluation; however, after disassembling the device to determine root cause, the malfunction was no longer seen. The analog board and ECG connector were replaced as a precaution. The device was put through extensive testing without duplicating the malfunction. The device passed the final test procedure, was recertified, and returned to the customer. The analog board and ECG connector were zoll medical us; the reported malfunction was not replicated or confirmed. As a precaution, the analog board and ECG connector were forwarded to scrap. Analysis for reports of this type has not identified an increase in trend.